Event description:
It was reported that during a routine service visit, the cardiosave intra-aortic balloon pump (iabp) had a blank area on the display. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
The initial reporter named in is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6). The full name of the event site in was shortened due to field character limit; the full name is (B)(6). Type of investigation not yet determined: a supplemental report will be submitted upon receipt of additional information.

Manufacturer narrative:
Additional information: event site postal code: (B)(6). Additional point of contact: (B)(6). It was reported that during a routine service visit, the cardiosave intra-aortic balloon pump (iabp) had a blank area on the display. There was no patient involvement, and no adverse event was reported.

Event description:
N/a

Manufacturer narrative:
Testing of actual/suspected device (10/3233): the getinge field service engineer (fse) replaced the video generator board, top display assembly, and related seals. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a